Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. A detailed trace analysis confirmed that the power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The insulin pump was received with a scratched case, serial number label fading, missing display window cover, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were calling for the second time about a power error detected alarm within 4 hours of troubleshooting the previous occurrence. The customer's blood glucose level was 72 mg/dl. The device was returned for analysis.